Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. Angiograms were submitted and reviewed by the investigation team. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr, an 18f manta was deployed for closure in the right common femoral artery. Vasculature was noted as 7.2mm x 8.0mm, no calcification or tortuosity, and a deployment depth measurement of 4 + 1. Access was gained utilizing micropuncture and ultrasound. Following deployment, bleeding was present, and a post-angiogram revealed the profunda to be reduced or obstructed. Contralateral balloon inflations were applied, and blood flow was restored. The angiograms were submitted for investigative purposes and revealed a high bifurcation, and the access was positioned mid-femoral at the bifurcation. The root cause of the occluded flow is likely due to the anchor catching on the bifurcation, and not being positioned correctly and/or collagen partially deployed into the vessel, resulting from the less-than-optimal access site location. The IFU warns not to use manta if the puncture site is at or distal to the bifurcation of the superficial femoral and profunda femoris artery, as this may result in the 1) anchor catching on the bifurcation or being positioned incorrectly, and/or 2) collagen deposition into the vessel. Precautions state if hemostasis is not achieved following use of the manta device, assess the amount of bleeding, and use compression, balloon pressure, placement of a covered stent, and/or surgical repair to obtain hemostasis. Potential adverse events related to the deployment of vascular closure devices include other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: post deployment, blood flow to rt. Profunda appeared to be reduced/obstructed on post deployment angiogram. Physician wired retrograde from lfa access site and used a peripheral angioplasty balloon at manta deployment site to restore blood flow. Physician confident in results.